Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and error log review found no data indicating the fault occurred in the field. Visual inspection identified no issues related to the reported event. The unit was tested on an in-house system, where it functioned as expected, energizing and cauterizing properly, with all ports recognizing instruments. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the integrated electrosurgical generator unit (iesu) had a permanent c-34 error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the ports were placed when the issue occurred. The customer replaced the generator and completed the case robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.